Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-047: user induced contamination. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2025 to ensure the customer's condition had improved - able to establish contact with customer who stated her symptoms have not yet improved. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in a follow-up call on (B)(6) 2025 to ensure the customer's condition had improved - able to establish contact with customer who stated she did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Note 3: manufacturer contacted customer in a follow-up call on (B)(6) 2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for error message (e-4). At the time of the call the customer reported having swelling in her legs and feet. Medical attention was not required at the time of the call. The customer stated that on (B)(6) 2025 she did seek medical intervention due to swelling of the legs (diabetic neuropathy); customer stated it is an ongoing issue that the doctor is aware of. Customer stated that when she experiences this her blood glucose is most likely high. The customer stated that she also had a cough at the time. The hospital diagnosis had been hyperglycemia, diabetic neuropathy/swelling and a uti. The customer was on bedrest while hospitalized and given medication for the uti. The customer had been advised to continue to check her blood glucose. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 07/25/2026 and test strips were opened within the last few weeks.